Event description:
It was reported that the patient underwent a transforaminal and posterior lumbar fusion at l5-s1 using rhbmp-2/acs, combined with autograft and allograft, placed inside of an interbody cage. Following the surgery, the patient developed further back pain and left leg pain. The patient underwent additional imaging. A CT scan dated (B)(6), 2008 demonstrated that the patient had developed cyst formation and ectopic bone growth. The patient required an additional surgery to remove instrumentation and remove the ectopic bone growth on (B)(6) 2010. Additionally, the patient underwent an additional fusion surgery on (B)(6), 2011. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.